Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed the report of suspected thrombus. However, a direct correlation between the evaluation findings of the returned device and the reported acute kidney injury, decreased right ventricular performance, and hypertension could not be conclusively established. Visual inspection of the interior of the sealed inflow conduit and the sealed outflow conduit revealed no evidence of depositions or thrombus formations that would have contributed to a functional or flow issue. The returned portion of the sealed outflow graft showed no evidence of distortion such as twisting or kinking. Upon disassembly of (B)(6), a small, white tissue-like deposition was observed within the outlet stator situated adjacent to the outlet bearing ball and in contact with one stator blade. The deposition lacked laminated layering, suggesting that it did not initially develop in the outlet stator; however, its specific origin could not be determined. Although a duration of time for which it was present in the device could not be conclusively determined, the deposition was not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting that it was not present in the pump for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed deposition. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Following cleaning, functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values that were within manufacturing specification and the device operated as intended. The heartmate ii lvas IFU lists device thrombosis, renal failure, and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. In addition, pulmonary hypertension is included in the list of potential risks and adverse events in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a hmii to hm3 pump exchange for suspected thrombus. The patient had a history of thrombosis. The patient's international normalized ratio (inr) had been therapeutic and they were given milrinone and heparin drip. The patient was intolerant to angiotensin-converting-enzyme (ace)/angiotensin ii receptor blockers (arbs)/entresto due to acute kidney injury (aki). There were no reported changes to patient condition, anticoagulation status, or pump parameters that may have contributed to thrombus. An echocardiogram showed a low left ventricular ejection fraction (lvef) at 10%. It also showed the patient's left ventricular end diastolic diameter (lvedd) to be markedly increased and the overall function severely reduced. Right dimensions were seen to be mildly increased, and right ventricular (rv) performance was moderately decreased. Severe pulmonary hypertension and elevated wedge pressure were also observed. After the exchange the patient was discharged on (B)(6) 2019.